Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 1 (pre-warm bypass flow error). Per wo notes, when powered on the device displayed that the device was empty. They did not want to empty the device because said they definitely filled it with a gallon and did not want to do it again. They requested an assessment at the service depot, also then requested a part number for a level sensor. Per sample evaluation results received via task on 17mar2026, it was reported that the device would not cool.

Event description:
It was reported that the arctic sun device failed calibration error 1 (pre warm bypass flow error). Per wo notes, when powered on the device displayed that the device was empty. They did not want to empty the device because said they definitely filled it with a gallon and did not want to do it again. They requested an assessment at the service depot, also then requested a part number for a level sensor. Per sample evaluation results received via task on 17mar2026, it was reported that the device would not cool.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the chiller had failed. Repair declined by customer. Customer advised that they declined the repairs and do not want the unit returned, it can be disposed of. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.